Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had fallen on their insulin pump. The customer stated the insulin pump's screen was now broken. Customer stated the lcd screen was hazy and unreadable. The customer's blood glucose was 14.0 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched display window and cracked battery tube threads.